Event description:
It was reported that the events involved a female pt while in the cardiac care unit during use. Indication for use: stent insertion left anterior descending aorta. The md inserted an iab-06840-u (serial number (B)(4)) through the sheath via right descending aorta on saturday, (B)(6) 2013 without issue. On wednesday, (B)(6) 2013, at 07:45 am, the pump alarmed: kinked catheter, partially wrapped balloon and balloon too large. The user checked the pt's groin area, straightened out the leg and re-initiated the pump and the alarms did not sound again. Intra-aortic balloon (iab) therapy was not interrupted at this time. There was no printout available since the intra-aortic balloon pump (iabp) ran out of paper. On the same day the sales representative (sr) was performing routine iabp checks in the hospital. The pump (acat 1 plus, serial number (B)(4)) was on the pt during inspection. The sr started with hours and water trap compartment checks and noticed that the water in the water trap was discolored at the screw top. The sr requested to see the in-charge unit registered nurse and asked the rn to check the insertion site for blood in the tubing. There was no blood visible at the insertion site, but upon further inspection of the helium line closer to the iabp it was filled with blood right up to the connector. The sr requested they stop the iabp therapy, but the staff would not comply. The clinical technologist was called and also refused to stop iabp therapy. The in-charge person ignored requests from the sr to stop the iabp therapy. The sr called the cardiologist and asked the cardiologist to stop the iab therapy. As a result, the iabp therapy was stopped and the iab was disconnected from the iabp. The cardiologist had difficulty removing the iab because of the blood inside the iab and it had to be surgically removed. The pt was taken to the operating room and the vascular remove the iab surgically. The iab was not removed within the 30 minutes recommended timeframe according to the instructions for use (IFU). They were able to successfully remove the entire iab and sheath from the pt. An x-ray was performed that morning, but is not available for review at this time. There was an indefinite interruption in therapy due to having to remove the iab. The md stated there was no report of pt death. The pt outcome is the pt is still on a ventilator (was ventilated before the incident) but is stable. The sample will not be returning because the customer discarded it.

Manufacturer narrative:
(B)(4) .